Event description:
It has been reported that the bd¿ needle 25x5/8 rb has been found experiencing two occurrences of clogged needles before use. The following has been provided by the initial reporter: it was reported that needles are defective. Needle doesn't have a hole. Verbatim: cat# of product being complained: (B)(4). Description of product:(B)(4).st 100ea/bx 10bx/ca. Lot or s/n: 8324777. Complaint category: fail to function , defective. Incident date: (B)(4) 2019. Details of complaint (reported issue): I have a client reporting needles are defective. She says the needle doesn't have a hole. (B)(4) lot number is 8324777 complaint noticed: prior to use. Samples available? Yes.

Manufacturer narrative:
Investigation summary: one sample was received. One photo was provided; the needle came with the plastic shield. It is not clogged- blocked. Light goes through it. The needle tip has no grinding and it is flat. The photo shows two needles one has the right needle tip with grinding and the other has a flat tip. During the cannula processing the tubing goes to grinding to create the right tip. This needle missed that. It possible that it was not properly positioned and missed the grinding and it was not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ needle 25x5/8 rb has been found experiencing two occurrences of clogged needles before use. The following has been provided by the initial reporter: it was reported that needles are defective. Needle doesn't have a hole. Verbatim: cat# of product being complained: bd305122. Description of product: needle hypo bevel 25gx5/8in st 100ea/bx 10bx/ca. Lot or s/n: (B)(4). Complaint category: fail to function / defective. Incident date: (B)(6) 2019 details of complaint (reported issue): I have a client reporting needles are defective. She says the needle doesn't have a hole. Bd305122 lot number is 8324777. Complaint noticed: prior to use. Samples available? Yes.